Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to b3 as information within the initial was inadvertently left off. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, that an image was not displayed, because external force was applied to the cable, due to scratches on the cable and the light. Resulting, in cable breakage and communication failure. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented, by following the instructions, for use which states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Do not use excessive force, when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Never pull out the video connector by the camera cable. The camera cable could be damaged, due to excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation was confirmed. Sudden loss of vision (no image) was, due to a darkness, was due to the cable failure disconnection, or short circuit. Additional events were also identified, and are as follows: (a.) The camera head cable scratches found. (B.) The video connector appeared to have corrosion found. (C.) The scope mount was loose. (D.) There were other image issues found such as (white dots). (E.) And the remort switch was also not working. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using the autoclavable camera head. The video does not transfer, causing a no image issue. The (insertion was inserted backwards), and a disconnection issue was identified. It is unclear when the event took place. There was no report of patient or user harm associated with the event.